Event description:
It was reported that the customer was experiencing large variances between sensor glucose and blood glucose readings. At the time of reporting, the customer's blood glucose was 152mg/dl. Troubleshooting was done to ensure the sensor was installed correctly. In addition, the customer was given advice on how to best position the sensor and establish a connection between it and his insulin pump. He was advised to closely monitor the sensor and call back for additional troubleshooting if the problem persisted. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.